Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by the customer that their insulin pump was not alerting to update sensor after checking their blood glucose levels. Customer stated that their blood glucose levels have been fluctuating between 40 mg/dl and 400 mg/dl. Customer also stated they're going to contact their physician for assistance with troubleshooting. Customer's blood glucose level was 508 mg/dl at time of reporting. Nothing further reported.